Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. It was reported no intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. It was reported the physician has been performing the bravo procedure for more than a year and was trained by a given representative. It is unknown what the vacuum source was and the vacuum pressure before. It is also unknown if lubricant was used to facilitate capsule placement. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach.